Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak from reagent probe a. The fse determined that the leak was caused by a defective probe a collar wash valve and proceeded to replace the valve. No further leaks or errors were observed and repair was verified per established procedures. Failure mode of the event is attributed to the collar wash valve. Beckman coulter internal identifier for this report is (b(4).

Event description:
The customer reported observing liquid on the drip tray below the reagent probes and on the cc (cartridge chemistry) reaction wheel cover of the unicel dxc 800 synchron system while performing maintenance. The customer was unable to home the instrument and the instrument generated "cc reaction heater communication" and "cc reaction subsystem" error messages. A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone and the customer reported observing an active leak from the reagent probes. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. Qc (quality control) results on the day of the event were within the laboratory's established ranges.